Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment there was a fluid leak encountered. The patient identified that the stay safe connector came undone and fluid leaked from it. The patient terminated the treatment. In a follow up, the patient reported having contracted peritonitis due to the reported fluid leak. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to undergo pd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s stay safe connector becoming dislodged (fluid leaked) due to inadequate tightening and patient was provided education. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy, as the patient was undergoing treatment when the serious adverse events occurred. The pdrn attributed causality to the patient¿s stay safe connector pin becoming dislodged and fluid leaking due to inadequate tightening. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Per the pdrn, the serious adverse events were unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment there was a fluid leak encountered. The patient identified that the stay safe connector came undone and fluid leaked from it. The patient terminated the treatment. In a follow up, the patient reported having contracted peritonitis due to the reported fluid leak. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to undergo pd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s stay safe connector becoming dislodged (fluid leaked) due to inadequate tightening and patient was provided education. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.